Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. Device functioning properly during testing.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was wearing the insulin pump at the time of the low blood glucose level incident of 37 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 37 mg/dl at the time of incident and 78 mg/dl. The customer treated for low blood glucose with food and carbohydrates. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was not wearing the insulin pump when high blood glucose event was reported. The reservoir will not be returned for analysis.